Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was returned to the manufacturer for evaluation. The intraocular lens (iol) was inspected at 10x microscope magnification which is our normal inspection magnification. The sample lens was received cut in half. Scratches were observed on lens. Also, visual inspection revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The lens condition is consistent with a lens that was explanted from the patent's eye. The returned sample was testable only for visual inspection. Due to the condition of the lens, no further testing could be performed. Manufacturing record review: based on the manufacturing record review the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures was performed for the period when this production order was manufactured and no changes were implemented during the manufacturing of this production order in method, inspections or specifications that could be related to this complaint type. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the lens was dislocated in the sulcus in the patient's right eye. The date that the lens had dislocated was not provided. It was reported that the lens was explanted in a secondary procedure on (B)(6) 2014. No patient injury was reported. No further information was provided.